Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The physician opted to place a temporary pacing system until infection clears. There were no additional adverse patient effects reported. This rv lead was explanted.